Manufacturer narrative:
E1: phone ext: (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device always indicates an error when a cassette is inserted. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/24/2024. H3: one device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor, seal, bezel, and main printed circuit board were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.